Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified mid circumflex. The 3.0 x 25 mm nc trek was being used for post-dilatation when the balloon ruptured at 19 atmospheres. There was no resistance reported during advancement of the balloon catheter to the lesion. Another same size nc trek was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.